Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3, and b5 were inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code e117 was displayed due to a faulty motherboard. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the event occurred before procedure (during preparation for use). No damage or harm to patient as a result of indicated phenomenon.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that error code 117 was due to internal damage to the motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, the visera 4k uhd camera control unit displayed error code 117. There were no reports of patient harm. Additional information was requested but details were not known or provided by the reporter.